Manufacturer narrative:
The reagent lot number and expiration date were not provided. Cleaning of the exterior walls of the sample and reagent probes, air purges, and maintenance wash cycles were performed. As no further discrepancies were reported, the investigation determined that the maintenance activities resolved the issue.

Event description:
There was an allegation of questionable, total protein urine/csf gen.3. Results from the cobas 8000 c702 module. The initial result from unit 1 was about 300 mg/dl. The repeat result using unit 2 and a 1:10 dilution was 182.4 mg/dl. The sample was repeated on unit 2 a second time using a 1:10 dilution, and the result was the same (182.4 mg/dl). The sample was then repeated on the original unit 1 using a 1:10 dilution, and the result was about 300 mg/dl. The customer reported that unit 1 results aligned with the urine semi-quantitative instrument. No specific data was provided.